Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post) and the ventilator went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the ventilators memory logs. The se found the prox tubing kinked. The se calibrated the prox and performed extended self-testing on the device and all tests passed.